Manufacturer narrative:
The event date and patient's weight are unknown. Concomitant medical products and therapy dates: model: 3788, scs ipg, therapy date: unknown, model: 3149, scs lead, therapy date: unknown, model: 3166 (x2), scs leads, therapy date: unknown, and model: 3346 (x2), scs extensions, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 7. Reference MFR. Report #: 1627487-2020-04633, reference MFR. Report #: 1627487-2020-04634, reference MFR. Report #: 1627487-2020-04636, reference MFR. Report #: 1627487-2020-04637, reference MFR. Report #: 1627487-2020-04638, reference MFR. Report #: 1627487-2020-04639. It was reported the patient received ineffective therapy. In turn, the patient's scs system was explanted.